Event description:
The facility reported an infusion pump with a failure code 12:303 which occurred during biomed testing. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event.